Manufacturer narrative:
This is two of two mdrs for this customer. Two reorder numbers were impacted.

Event description:
It was reported by the customer that the mechanism was stiff and hard to push. Customer also reported that the product leaked around the needle and the syringe. When used for thicker medications you had to push so hard that all the medication shot out from around the tip of the syringe. Thinner liquids just slowly leaked. No information was received regarding any serious injury as a result of this report.